Event description:
In 2009, the pt reported she has had some "unexplained" elevated blood glucose readings (no values given). She was unsure of the dates of the incidents and of whether it occurred on her primary or backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.